Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was a hole in the infusion tube, and the balanced salt solution (bss) did not enter the patient's eye and was leaking during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient harm.

Event description:
Upon review the hole in infusion tube caused the inability for balanced salt solution to enter patient's eye and caused leakage.

Manufacturer narrative:
Corrected information provided in b.1., b.2., b.5., and h.11. Upon further review of the initially reported information, it was assessed that the hole in infusion tube caused the inability for balanced salt solution to enter patient's eye and caused leakage, and this information does not meet the criteria for a reportable malfunction. No further reports will be scheduled under mfg. Report num. 1644019-2024-02304. The manufacturer internal reference number is: (B)(4).